Manufacturer narrative:
The information received stated that while the ventilator was ventilation a patient in the niv mode of ventilation, the oro-nasal mask was replaced with another one. The ventilator's logs were not received and no examination of the ventilator was performed by our field service engineer. The interface brand to which the user switched to during ventilation was provided and it is not a brand that is supplied or recommended by us for use with the ventilator in a niv mode of ventilation. Its use may lead to leakage and loss of peep (positive end expiratory pressure). Accessory not made by company.

Event description:
It was reported that while using the ventilator in a niv (non invasive ventilation) mode of ventilation during therapy the oro-nasal mask was replaced with another one. The final patient outcome due to this use is unknown. Manufacturer's ref. (B)(4).